Event description:
Brush heads broke off inside mouth- oral b power care [device breakage]. Case narrative: relative/ friend via call stated that the brush head broke off inside the consumer's mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.